Manufacturer narrative:
A surgeon mentioned to a confluent surgical employee that an infection occurred in a patient after a cranial procedure in which duraseal was used. Surgeon further stated, he did not attribute the cause of the infection to the use of duraseal. No further information could be obtained regarding this incident, despite numerous attempts. Bench-top testing has shown duraseal does not support microbial growth.

Event description:
A surgeon at a university mentioned to a confluent surgical employee that an infection occurred in a patient after a cranial procedure in which duraseal was used. Surgeon further stated, he did not attribute the cause of the infection to the use of duraseal. Despite numerous attempts, no further information could be obtained regarding this incident.